Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-10916 it was reported that the patient presented remotely via merlin.net. Interrogation showed both their right atrial (ra) and right ventricular (rv) leads were sensing noise causing inappropriate mode switching. No patient symptoms were reported. No changes were made.